Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Possible causes of a system error 2240 include the solution bag fell and disconnected during therapy, the patient left an open clamp on an unused supply line, the patient did not connect when therapy initiated, and the patient did not properly disconnect during therapy. The lot number is unknown therefore a batch review was not performed. No user error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a system error 2240 (air in line) on the homechoice machine during initial drain while the patient was connected. The technical service representative explained the air alarm and advised the customer to discard all supplies and to report this incident to their peritoneal dialysis nurse. There was no report of patient injury or medical intervention.